Event description:
Patient receiving medication infusion via carefusion pump. After around 1 hour and 20 minutes the entire infusion was completed unexpectedly. This medication should have infused over at least 15 hours. No identified harm to the patient.